Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013, to report that when pediatric patient fell off his bed, his sensor's pod and transmitter were pulled off in a manner inconsistent with proper sensor removal. Sensor's adhesive remained on patient's body and patient reported that he pulled his sensor out of his own skin. Patient's mother could not locate the sensor to send it to dexcom for investigation. At the time of her call to dexcom technical support, patient's mother reported that patient was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.